Event description:
It was reported that there was actually no record of the patient's epistaxis on (B)(6)2022. It was mentioned in multidisciplinary rounds as occurring and resolved, and was not a part of the problem list. Her international normalized ratio (inr) was 2.6 on 9/14, 2.5 on 9/15, and 2.0 upon discharge on (B)(6) 2022. Her warfarin/aspirin dosage did not change, and epistaxis was not mentioned in her discharge note.

Manufacturer narrative:
B5; the previously reported information in the initial report pertained to 14jan2023 event covered under MFR # 2916596-2023-00581. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted for epistaxis. The cause of the epistaxis is unknown. It seemed to resolve on its on and hemoglobin declined to 4.2. Egd was done without definition of any site of blood loss. The patient experienced generalized weakness and melena. The patient received 2 units of blood, some lr, held aspirin, and resumed warfarin prior to discharge. The patient is stable at home.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.